Event description:
Initially, the customer contacted baxter technical service for assistance on an unrelated alarm which occurred on the homechoice device during use for peritoneal dialysis (pd) therapy. The issue was resolved over the phone and at the time of the initial call, there was no report of a patient injury or need for medical intervention. During a follow up call by baxter product surveillance (ps) regarding the alarm, the caregiver (cg) reported that the home patient (hp) was currently in the hospital for peritonitis. The cg stated the hp is currently doing well. The cg stated that the hp's infection was related to his peritoneal dialysis (pd) therapy but did not provide any further details. On (B)(6) 2012, ps contacted the hp's pd clinic and spoke to a pd nurse (pdn) to request additional information. The pdn confirmed the event of peritonitis and that the patient was hospitalized for the peritonitis (dates unknown). Treatment was not reported. The pdn explained she did not have much information, however, stated that the patient has recovered. It was unknown if a pd effluent analysis and culture were done. A causality statement was not provided, however, the pdn stated she did not believe the peritonitis was caused by any of the patient's supplies, and therefore not related to a baxter device or solution. The pdn declined to have any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed for potentially associated lot numbers gd891721 and gd891317 with no issues detected during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.